Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized 2 years ago. She had a skin infection that became very bad and her husband took her to the emergency room. Blood glucose at the time of the admission was 70 mg/dl. Customer stated that infection was in the abdomen and it was swollen and red. The customer stated that she had a lot of bleeding after the infection was drained was sent home with an antibiotic. The customer has not worn the insulin pump since the incident.